Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, unacceptable threshold, and r-wave amp variation. A complete lead was returned in one piece with helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was over torqued consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of unacceptable threshold and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported, that during an in-clinic follow-up. High capture threshold measurements and r-wave amplitude variation were noted, on the right ventricular (rv) lead. Fluoroscopy was performed. And revealed, a dislodgement of the rv lead. The physician attempted to reposition the rv lead, but the lead had helix mechanism issue, resulting in failure to retract the helix. The rv lead was explanted and replaced on (B)(6) 2024. The patient had no adverse consequences.